Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal therapy. The manufacturing representative was unsure about the drug but thought it was a three drug cocktail. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was admitted into the hospital on (B)(6) 2016 for an increase in low back pain and respiratory failure. They had already performed a lumbar puncture, CT, and chest x-ray for concerns with the granuloma. The manufacturing representative wanted to know if there was any other troubleshooting he could recommend to the hcp. The pump was either turned to minimum rate mode or stopped on (B)(6) 2016, but they resumed the pump on (B)(6) 2016. The hcp thought the pump was working but could not confirm yet because they did not have access to an 8840 to confirm with logs. They did not hear any pump alarms that the manufacturing representative was aware of. No further interventions were mentioned. The patient¿s pump had resumed with normal programming. The hcp would troubleshoot further.

Manufacturer narrative:
Recall: z-1150-2008 no longer applies.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient¿s pump was being used to deliver clonidine, morphine, bupivacaine, and fentanyl. The cause of the respiratory failure and any actions/interventions that were taken to resolve the respiratory failure were unknown. The hcp was unsure what the reason for the patient being in the hospital in the first place was. It was indicated that the patient¿s respiratory failure had resolved and the patient was currently at home. The hospital was able to confirm that the patient did not have a granuloma via magnetic resonance imaging (MRI). The cause of the patient¿s increase in low back pain remained unknown but it was not thought to be related to the infusion system and it was noted that the patient had an indication for use of failed back surgery syndrome. It was unknown what interventions were taken to treat the increased pain at the hospital. It was reported that on (B)(6) 2016 the pump was stopped because logs confirmed a motor stall and that on (B)(6) 2016 the pump was restarted but it was unknown if it was working because they were unable to check the logs. On (B)(6) 2017, the patient was seen by the managing hcp and the pump was beeping. The hcp refilled the pump and thought that it was fixed at that time but the pump logs were not checked at the time. At the time of this report on (B)(6) 2017 the pump was continuing to beep and it was reported that they believed the pump was still stalled and that the patient was not receiving medication from the pump. The patient was currently at home on oral pain medications, but was in too much pain to go to the clinic to see the managing hcp for evaluation of pump logs. It was anticipated that the patient might be in to see the hcp upon his return after (B)(6) 2017 and that any follow-up necessary would be reasonable after (B)(6) 2017.

Manufacturer narrative:
Date is unknown.

Manufacturer narrative:
Hospitalization and intervention required no longer apply to this event. Serious injury no longer applies to this event. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 2017-feb-22. It was reported that the patient¿s respiratory failure was not caused by the pump. The respiratory failure was due to pneumonia. With respect to the motor stall/pump not working, it was indicated that the hospital used a magnet to stop the pump while the patient was in the hospital due to other medical conditions and therefore the pump was not being used as it was not functioning. It was stated that there were hopes to replace the pump in the future. It was noted that this was all the information that the hcp had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.